Event description:
It was reported that the device reached elective replacement indicator (eri) and during the replacement procedure cautery was used. The device was unable to be interrogated after the case. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed normal battery depletion and the device meets 80% of expected longevity.